Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device seems to have large segment that was misplaced into the cavity of the uterus') in an adult female patient who had essure (ess205) inserted. The patient's medical history included menorrhagia, pelvic pain female, anemia, iron low, vitamin d low, irregular periods, ovarian cyst and endometrial polyp. Previously administered products included for an unreported indication: ferrous sulfate, ibuprofen and vitamin d. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device seems to have large segment that was misplaced into the cavity of the uterus') in an adult female patient who had essure (ess205) inserted. The patient's medical history included menorrhagia, pelvic pain female, anemia, iron low, vitamin d low, irregular periods, ovarian cyst and endometrial polyp. Previously administered products included for an unreported indication: ferrous sulfate, ibuprofen and vitamin d. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.